Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. Per distributor email: mom stated during the day of (B)(6) 2018 while at school pump was making strange noises and weird noises.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jun-2018 with the following findings: during investigation, the black box and alarm history showed no activity outside of normal use. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly with no strange noises. The pump's cover was removed and there was no moisture corrosion or any intermittent condition found to the power printed circuit board.